Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Section b5 additional information: the mobilization of the tumor was almost completed when the bleeding began. A synchroseal instrument and unspecified bipolar instrument were being used during this task. The customer said there was no malfunction of a da vinci product during this event. The bleeding was coming from the liver vein, distal to the tumor. Centrally, the vein was adhered to the tumor. The decision to convert to open was more due to the vein being adhered to the tumor in the central part than the bleeding. The resection of the tumor and hemostasis were both completed while open. The blood supply to the liver and intestines were well maintained at all times. The vena cava was well filled at all times, so the return flow to the heart was more vigorous than insufficient. The customer stated that the origin of the asystole remains unexplained. A review of the system logs found that no relevant errors occurred during the procedure. Log review of the five subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted liver cystectomy, the patient experienced a small amount of bleeding from the hepatic vein shortly before the end of the procedure. The operating room nurse reported that the procedure was converted to open to achieve hemostasis. Controlling the bleeding was difficult, but was achieved. The patient then experienced asystole and expired. The origin of the asystole was unclear. The vena cava was reported to be well-filled with good circulation of the intestines and liver immediately before the asystole occurred. The reported differential diagnoses were pulmonary embolism or vagal stimulation after repositioning of the rochard hook retractor. Autopsy results are not available. The surgeon believes that the da vinci system had no impact on the patient¿s death.

Manufacturer narrative:
The following concomitant products were used during this procedure: 0 degree endoscope plus, cadiere forceps, force bipolar, monopolar curved scissors, synchroseal. A site history review found no relevant complaints have been received for the instruments used during this procedure. A device history record (DHR) review was performed for the instruments used during the procedure and no non-conformances were identified to be related to this event. Review of the energy logs for the synchroseal instrument found 10 coagulation, 45 seal and 9 transect events with no associated errors. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died during a liver resection reportedly for a liver cyst. There was some bleeding during the case but that bleeding was reportedly controlled. Asystole developed for reasons that are unclear. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Section a2 patient age: the patient's reported year of birth was 1988. Estimated date of birth used is (B)(6) 1988.